Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 100% stenosed target lesion was located in the moderately tortuous mid right coronary artery (rca). After a guide catheter was engaged and a guide wire was passed into the peripheral of the rca. An intravenous ultrasound (ivus) imaging catheter was advanced but failed to cross the lesion. Following pre-dilatation with a semi-complaint balloon catheter, a 3.50x38mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion. During withdrawal of the device, resistance was met but the physician continued to pull the device out. After the device was removed, it was confirmed that the stent strut was deformed. The procedure was completed with a 3.5x38 non-bsc stent. No patient complications were reported and the patient's status was good.